Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29592. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29592.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, upon insertion of the repositioning sheath during impella cp implant, oozing was noted at the site. The existing perclose slack was tightened and forward tension sutures were applied to the site. Once in the intensive care unit, the distal pulses were absent, and no flow was seen in the vessels. The patient was transferred to a high level of care in response to the condition. It was believed that the perclose may have tightened the lateral wall of arteriotomy. That evening, the patient began to bleed from their mouth. Anticoagulation was stopped and two units of blood were given to treat the condition. By the following day, a hematoma had developed at the access site and dopplerable pulses were present. Support continued with the implanted pump. The patients outcome is critical.

Manufacturer narrative:
Access site bleed - major: clinical details report that after the introducer sheath was removed and the repositioning unit was advanced, the access site was oozing. Forward tension sutures had not been applied at this time. The percloses were tightened and forward tension sutures were applied. The complication resolved and the patient went back to the ICU with the site c/d/I. Product was not returned for investigation. Based on the clinical details provided that forward tension sutures were not in place at the time of the bleed and the issue resolved once they were, the root cause of the access site bleed was determined to most likely be a use issue. Vascular damage - peripheral: clinical details reported that once the patient was back in the ICU on the first day of support, the patient was bleeding from the mouth. Anticoagulation was stopped and blood products were administered. It is unclear from clinical details if the issue resolved. Product was not returned for investigation. Since product wasn't returned and limited clinical details were provided, the root cause of the vascular damage could not be determined. Limb ischemia - reversible: clinical details report that once the patient arrived in the ICU, distal pulses were absent. The decision was made to transfer the patient to hloc. When the patient arrived at the new hospital on (B)(6) 2025, the impella extremity was warm, and dopplerable pulses were noted. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Positioning issues: when the pump was initially delivered into the lv, the physician noted that it was under a papillary muscle. No attempts to reposition resolved the complication, so the pump was explanted and reinserted. Once this was done, the pump was able to be positioned satisfactorily. No clinical details were provided regarding the patient's anatomy. Data logs were reviewed and there were 4 position in aorta alarms roughly 15 minutes into the case, likely during the time that the physician was attempting to reposition the pump. There were no position in ventricle alarms to confirm that the pump was inserted too deep. Product was not returned for investigation. Since insufficient clinical details were provided and product wasn't returned for investigation, the root cause of the positioning issue could not be determined.

Manufacturer narrative:
Access site bleed - major: clinical details report that after the introducer sheath was removed and the repositioning unit was advanced, the access site was oozing. Forward tension sutures had not been applied at this time. The percloses were tightened and forward tension sutures were applied. The complication resolved and the patient went back to the ICU with the site c/d/I. Product was not returned for investigation. Based on the clinical details provided that forward tension sutures were not in place at the time of the bleed and the issue resolved once they were, the root cause of the access site bleed was determined to most likely be a use issue. Vascular damage - peripheral: clinical details reported that once the patient was back in the ICU on the first day of support, the patient was bleeding from the mouth. Anticoagulation was stopped and blood products were administered. It is unclear from clinical details if the issue resolved. Product was not returned for investigation. Since product wasn't returned and limited clinical details were provided, the root cause of the vascular damage could not be determined. Limb ischemia - reversible: clinical details report that once the patient arrived in the ICU, distal pulses were absent. The decision was made to transfer the patient to hloc. When the patient arrived at the (B)(6) on (B)(6) 2025, the impella extremity was warm, and dopplerable pulses were noted. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition ¿ any concomitant medication ¿ vascular size or variations thereof ¿ detailed description of the symptoms experienced by the patient ¿ physical examination findings, including pulse assessment and visual examination of the affected limb ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension ¿ patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Positioning issues: when the pump was initially delivered into the lv, the physician noted that it was under a papillary muscle. No attempts to reposition resolved the complication, so the pump was explanted and reinserted. Once this was done, the pump was able to be positioned satisfactorily. No clinical details were provided regarding the patient's anatomy. Data logs were reviewed and there were 4 position in aorta alarms roughly 15 minutes into the case, likely during the time that the physician was attempting to reposition the pump. There were no position in ventricle alarms to confirm that the pump was inserted too deep. Product was not returned for investigation. Since insufficient clinical details were provided and product wasn't returned for investigation, the root cause of the positioning issue could not be determined.